Event description:
Reporter/patient stated that the batteries inside of the equate easyflex total power toothbrush with 2 replacement heads overheated and later melted. However it cause the reporter/patient to get a burn on her hand. Update: 12/05/2018; pinky finger was on the bottom of the toothbrush and the batteries melted through the bottom. It burnt her skin and blistered her skin. Event occurred on (B)(6) 2018.